Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device flange separated from the hub and inner tube during insertion. A dilator was used for initial insertion due to procedure. A new trach was placed.